Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the device was in use with patient for infusion (flucloxacillin). The reporter stated that at the end of the scheduled infusion the patient had not received any medication. The patient's infusion was completed using a different infusion set (high volume). The reporter stated the patient's treatment time was prolonged by 1 day and a doctor visit was required.